Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2014 for failure to thrive, hypotension and tachycardia. The patient's nurse indicated the patient was not completing dialysis treatment prior to hospital admission. The nurse stated the patient lived alone and had recently not been dialyzing as frequently, not been eating well, or diligently taking her medication due to decreased health conditions and lack of patient assistance. The following is based on the medical records provided by the patient's treatment facility. During admission, the patient was noted to have increased heart rate, palpitations and was diagnosed with a non-st elevation myocardial infraction. She was noted to be hyponatremic due to water overload, severe protein malnutrition and be hypertensive. After cardiac catheterization revealed severe cardiac stenosis and (B)(4) study revealed significant ventricular tachycardia, she had a biv-ICD implanted. She was being investigated for a seizure disorder. Ischemic cardiomyopathy with an ejection fraction between 20-30% was also diagnosed. She was treated with intra-venous fluids for a few episodes of hypotension. She was suspected of having a spontaneous bacterial peritonitis or an underlying sepsis that was contributing to the hypotension. She was transferred to the ICU where she had respiratory complications. She decided on a do not resuscitate status and succumbed.